Event description:
This pt experienced a thorombotic event approximately 6 weeks after having two cypher stents placed in the proximal left anterior descending artery (lad). This was treated with aspiration thrombectomy and balloon inflations, as well as the placement of an additional cypher stent. The target lesion was an isr of a nir stent implanted in 2000 in the proximal lad. Aha/acc classification of the vessel was a type c. The procedure was an emergent case due to an acute myocardial infarction. The target lesion was pre-dilated with a balloon (3.0/10mm) at 10atm for 60 seconds. A cypher (2.5/23mm) was implanted at 14 atm for 40 seconds. A second cypher (2.5/18mm) was implanted 16atm for 40 seconds, in overlapping fashion. Post-dilation was conducted with a balloon (2.5/18mm) at 18atm for 35 seconds. The residual % of stenosis after the procedure was 25%. There was disease distal to the implanted cypher, but was not treated due to the emergent nature of the case. Approximately six weeks later, the pt visited the hospital due to a procedure of the intestine. Of note, the pt had discontinued the use of ticlid in preparation of this procedure. On the pt lab results. An increase in st, ck, and troponin t levels were observed; therefore an ECG was conducted. The following day, the pt was taken to the cath lab where an angiogram revealed a thrombus in the implanted cypher stents. To treat the thrombus, aspiration and balloon inflations with a mercury balloon (3.0/20mm) at 8atm for 60 seconds (three times) were conducted. Then, the balloon was changed to prestage sigma (3.0/20mm) and inflated at 10atm for 75 secs (x2). A cypher (2.5/23mm) was implanted at 18atm for 30 seconds and the procedure was finished. The pt was discharged in stable condition. Physician's comment: the cause of the lt is because the anti-platelet therapy was stopped due to the scheduled procedure of the intestine. Because the pt developed lt, the medication was restarted and the intestine procedure will be postponed. Lot # i0505036 is not distributed in the us; however, it is similar to us product.